Manufacturer narrative:
Batch review performed on 09 february 2026. Gmk-sphere 02.07.1202r tibial tray fix cemented s.2r (k090988) lot 2408899: (B)(4) items manufactured and released on 07-aug-2024. Expiration date: 2029-07-25. No anomalies found related to the problem. To date, 39 items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0002r femoral component sphere cemented size 2 r (k121416) lot 2248723: (B)(4) items manufactured and released on 15-march-2023. Expiration date: 2028-02-24. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.e001rp gmk-sphere resurfacing patella e-cross - s1 (k202022) lot 2348328: (B)(4) items manufactured and released on 29-feb-2024. Expiration date: 2029-02-13. No anomalies found related to the problem. To date, 112 items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.e0210fr gmk-sphere tibial insert e-cross - flex 2r - 10mm (k202022) lot 2409124: (B)(4) items manufactured and released on 29-april-2024. Expiration date: 2029-04-12. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported events during the period of review. Root cause: the development of stiffness of the joint is a rather commonly described possible complication following tka and there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year 3 months after the primary, the patient came in due to stiffness and the cause is unknown. The surgeon revised the tibial tray, insert, and femoral component from gmk-sphere to gmk-revision. The surgeon also revised the patella to a same size patella. The surgery was completed successfully.